Event description:
Additional information was received, it was reported the manufacturer representative's notes stated contacts 0-13 were out of range, red do not use, high impedance. Ins was at eos. The cause was not verified. X-ray found that the leads in the thoracic region were paddle not perc and when they changed the lead type in the device, some of the impedances were resolved. The patient was currently getting good coverage of both cervical and thoracic region and reported no issues with therapy.

Manufacturer narrative:
Continuation of d10: product ID 3487a-56, lot#/serial# (B)(6), implanted: (B)(6) 2005, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name pisces-quad; product ID 3487a-56 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2005; explant date b3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep reported after a routine ins replacement, they were getting bad impedances on connectivity check when they had system programmed with 3487a leads. When they changed programming to the 2x4 surgical then the impedances were normal range.